Event description:
After an angiography was done, the decision was to intravascular ultrasound (ivus) the diagonal artery. It was placed with no issue, although there was an issue with the connection: the screen blacked out and wouldn't show connection. It was unconnected and re connected with the same result. A new one was opened and worked just fine. There was no effect to the patient.